Event description:
It was reported to boston scientific that the patient reporting hearing beeping tones from their device. Device interrogation recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, the device was explanted. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported to boston scientific that the patient reporting hearing beeping tones from their device. Device interrogation recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, the device was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. [Review of the device memory confirmed that a low voltage alert was recorded.] [Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory remained sufficient to ensure therapy availability/delivery while the device was implanted.] Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This device is part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported to boston scientific that the patient reporting hearing beeping tones from their device. Device interrogation recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, the device was explanted. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.